Event description:
False positive result(s). Caller stated that they received 3 positive results for flowflex, so they went to get a pcr test and the result was negative.

Manufacturer narrative:
Batch records, final product and qc records have been reviewed for lot cov1120161. No abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process complied with dmr. Test results of retained samples met the qc criterion. We have not found the complaint issue for the retained cassettes. The complaint is not verified.